Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that three patients were infected with pseudomonas aeruginosa after unspecified procedures using the subject device. It is unknown when the procedures were performed, but reportedly before (B)(6) 2019. It was reported that three patients were treated and they recovered. The user facility conducted the first microbiological testing for the subject device on (B)(6) 2019, and following microbes were detected. The instrument channel: pseudomonas aeruginosa (700cfu/ml); the suction channel: pseudomonas aeruginosa (200cfu/ml). In addition, the user facility conducted the microbiological testing on the water sample collected from the olympus automated endoscope reprocessor, mini etd2 plus (not available in the USA). The water sample tested positive for unspecified microbes. After the first microbiological testing, the user facility manually reprocessed the subject device and conducted the second microbiological testing for the subject device on (B)(6) 2019. Following microbes were detected from the sample: the instrument channel: pseudomonas aeruginosa (2000cfu/ml); the suction channel: pseudomonas aeruginosa (4000cfu/ml). After the second microbiological testing, the user facility sterilized the subject device with the plasma gas and conducted the third microbiological testing for the subject device. No microbe was detected from the sample. The user facility had cleaned the subject device using an olympus single use cleaning brush (bw-15b) and reprocessed using an olympus automated endoscope reprocessor, mini etd2 plus (not available in the USA) with peracetic acid. Omsc is submitting three medical device reports according to the number of the infected patients. This is two of three reports.